Event description:
The provider called alleging the customer cut his leg on the foot platform.

Event description:
The provider called alleging the customer cut his leg on the foot platform.

Manufacturer narrative:
The foot platform was visually inspected. There were no sharp edges and the foot platform was conforming to the drawing. The evaluator could find no physical defect to explain the alleged event. The nature of the complaint is unknown.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.